Manufacturer narrative:
This lead was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Damage to the lead was noted. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the lead body insulation is bent and twisted. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddlers syndrome) is a contributing factor to damage of this type.

Event description:
It was reported that this right atrial lead was explanted due to insulation damage. It was believed that this related to twiddlers syndrome. Subsequently, the physician decided to repositioned the pulse generator to prevent twiddling and then explanted and replaced the lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial lead was explanted due to insulation damage. It was believed that this related to twiddler's syndrome. Subsequently, the physician decided to repositioned the pulse generator to prevent twiddling and then explant and replace the lead. No additional adverse patient effects were reported.